Event description:
A malfunction identified as code malf 0 was reported with no notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if the issue reappeared, which they acknowledged and understood.